Event description:
Customer reported that the insulin pump returned an error alarm during a set change. Customer reported that numbers on the insulin pump's screen were counting down. Blood glucose level was 384 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.